Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 480 mg/dl. Customer was nauseated. Hospital treated with IV. The blood glucose reading dropped to 238 mg/dl. When customer returned home he was down to 104 mg/dl. The current blood glucose reading is 195 mg/dl. Customer treated with bolus. Nothing further reported.